Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with low battery alert on the device on the day of the implant. An exposure of the device to cold temperature is a possible cause of the issue. The alert was not removed. The device will continue to be monitored. The patient was stable.